Event description:
Please see maude event report form #(B)(4), attached.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the device removed from tissue? Unk. Did the jaws of the device eventually open? Unk. Was there any patient consequence or change in post-operative care of the patient as a result of the event? No. Is the device available for return? If yes, please provide the contact name, address, and phone number to send a shipper kit. Yes. Would you like a no charge replacement? If yes, please provide contact name and department. - yes. Would you like a letter with the analysis? ¿ yes.